Manufacturer narrative:
Product not returned for evaluation.

Event description:
Pt underwent hip revision surgery in 2009, due to a modular stem/pin failure, 67 months after original surgery. It was reported that the revision surgery went well.